Event description:
It was reported that following an initial urethral bulking implant procedure in 2006, the patient complained of pain and was precribed antibiotics. Due to continuing pain, a cystoscopy was performed thirty-nine days post-op and no exposed implant material was noted, everything looked fine. The patient had a short urethra, normal ureteral orifices and a normal bladder wall. Patient continued to complain and a MRI was performed on approx one and a half months later. To date, the origin of the patient's pain has not been established. Procedure details are as follows: placed with bevel lateral at 2cm distal to the bladder neck, injection 1cc over 1 minute, held in place for 1 minute and turned several times. There were a few short strands of implant material in bladder suggesting possibility that bladder neck had been perforated. Right side: 2cm from bladder with bevel placed lateral, injection 1cc of implant material over 1 minute, held for 1 minute. Patient awakened during procedure and implant material extruded. Right side second attempt: it appeared that implant material did not solidify after injection, held for 1 minute, bladder drained. Left side second attempt: 1cc of implant material, injected 2cm from bladder neck over one minute, held 1 1/2 minutes and needle twisted slowly as it was retracted. The injection appeared to be successful at this point and bladder drained. No further information has been reported.

Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile mucosal lining. Baseline report previously provided.